Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-03590. It was reported the patient's ipg pocket was leaking fluid. In turn, the patient had their ipg and part of the lead explanted due to a suspected infection. Cultures obtained indicated that it was not an infection. Patient is healing well and issue resolved.